Event description:
A user facility reports a lens replacement due to unexpected post op refraction. The association between this event and the intraocular lane (iol) are not known. Additional information has been requested.